Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that when attempting to load a new cartridge, the customer received a minimum fill message. Reportedly, the cartridge had been filled with approximately 100-130 units of insulin. The customer loaded a new cartridge successfully and resumed insulin delivery. There was no impact to the customer's blood glucose level.